Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 28 mmol/l. Customer had the alarm during the set change and stated that the pump had not been dropped. Customer was advised to avoid viewing the sensor graph when bolusing in the future when the sensor is in use. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised to contact the hospital for a new pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.